Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint devices were received and evaluated. Visual observation reveals that rgdloop adjustable stnd was received intact. We cannot replicate the reported condition of does not tighten/ functionality. Thus, the complaint cannot be confirmed. There were some foreign substances like dry blood or dry tissues observed on the suture threads. A definitive root cause for the reported condition cannot be confirmed. A non-conformance search was performed for this part (232447), lot (5l81190) combination and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: h6: method codes: device history lot ==> a manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified. Investigation summary ==> the complaint devices were received and evaluated. Visual observation reveals that rgdloop adjustable stnd was received intact. We cannot replicate the reported condition of does not tighten/ functionality. Thus, the complaint cannot be confirmed. There were some foreign substances like dry blood or dry tissues observed on the suture threads. A definitive root cause for the reported condition cannot be confirmed. A non-conformance search was performed for this part (232447), lot (5l81190) combination and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint devices were received and evaluated. Visual observation reveals that rgdloop adjustable stnd was received intact. We cannot replicate the reported condition of does not tighten/ functionality. Thus, the complaint cannot be confirmed. There were some foreign substances like dry blood or dry tissues observed on the suture threads. A definitive root cause for the reported condition cannot be confirmed. A non-conformance search was performed for this part (232447), lot (5l81190) combination and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(6). (B)(4).

Event description:
It was reported by affiliate via phone that during a pcl reconstruction the biointrafix large sheath and the rgdloop adjustable stnd could not be tighten, both had to be removed from the patient. The procedure had to be completed using other devices. No patient consequence and no surgical delay was reported. No additional information was provided.